Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd q-syte¿ micro bore extension sets leaked from the joint. The following information was provided by the initial reporter, translated from (B)(6) to english: "q-syte--the joint cannot be pulled out after it enters the tube, and there were leakage at the joint."

Event description:
It was reported that 15 bd q-syte¿ micro bore extension sets leaked from the joint. The following information was provided by the initial reporter, translated from chinese to english: "q-syte--the jiont cannot be pulled out after it enters the tube, and there were leakage at the joint."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-24. H6: investigation summary: our quality engineer inspected the video and sample submitted for evaluation; the reported issue was not confirmed upon reviewing the video and sample. Leakage testing could not be conducted since the sample was received incomplete. Our q-syte devices are only compatible with intravascular lines, iso luer-slip and luer-lock connectors on standard IV administration sets, extension sets, and syringes. The other device in the video does not appear to be any of those devices. It is recommended that before using any bd products the manual and instructions are reviewed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.